Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen went white after the device alerted with low battery. The device then alarmed failed battery test. The insulin pump had a constant tone after removing and reinserting the battery. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the customer stated that he was unable to clear the constant tone by pressing act. The insulin pump was not returned for analysis at this time; the customer will call back if he is unable to clear the constant tone.